Event description:
It was reported, there was a possible problem with the implantable neurostimulator (ins). The ins started shifting in (B)(6) because, the patient had lost weight. It was noted, the ins was pushing on the patient¿s spine. The patient was going to have the ins ¿tacked down¿ in (B)(6) but now needed to have abdominal surgery to have a tumor removed. She thought, the tumor started growing over the summer. An ultrasound was performed in (B)(6) and it wasn¿t there. Another ultrasound was performed in (B)(6) and it was very large. Guidelines regarding electro cautery, noise canceling headphones, and defibrillator compatibility were reviewed. It was noted, the patient had migraines and wore the noise cancelling headphones for that. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension. (B)(4).